Event description:
The laser delivery fiber broke inside the pt during a urological procedure to remove a hard kidney stone. The procedure lasted 4.5 hours, including: the dr spent 2 hours working on the stone which was partially destroyed before the remainder of the stone was pushed out of the ureter into the kidney cortex, and the dr spent 2 hours trying to retrieve the tip of the laser fiber that had broken off (note: at one point, the dr had the tip in a grasper in the ureter, but then lost it. All irrigation fluid was filtered, but the tip was not found. The pt's blood pressure was labile and a retroperitoneal bleed was seen. Then over the next 7 days, the pt entered renal failure, and then system failure, and then subsequently died. A request for the return of the fiber for examination by lumenis has been made, but the fiber has not been returned.